Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. Csi ID: (B)(4).

Event description:
A viper wire guide wire was selected for use during atherectomy treatment of a calcified diffuse lesion in the proximal and mid circumflex artery. Three treatments were performed with the orbital atherectomy device (oad) for approximately 25 seconds each. During use of glide assist to re-position the oad for treatment in the left main artery, the oad contacted the spring tip of the viper wire, and the tip fractured. The physician decided to abandon the tip in the distal circumflex artery. The oad was removed without further complication. During placement of stents following atherectomy, a thrombosis occurred. The opinion of the physician is that the thrombosis was acute stent thrombosis. The patient's pressures decreased, and life-saving measures were successfully administered. The thrombosis was resolved. The patient was well as of (B)(6) 2019.